Event description:
Ortho doctor injected left knee with "euflexxa". Twelve hours later violent allergic reaction. Blood pressure spike 190/140, vomit, diarrhea, itchy, eyes swollen, skin rash, ultimately resulting in stroke. On (B)(6) 2012, 10:00 pm fell on dark , rodent infested parking lot injuring right and left knees, both wrists. Left knee is worst injury. On (B)(6) 2012, left knee xray at (B)(6) not broken. Next 4 months total bed/sofa rest with ice. On (B)(6) 2012, dr (B)(6) (ortho). On (B)(6) 2012, booth radiology, MRI left knee. On (B)(6) 2013, doctor steroid inject left knee. On (B)(6) 2013, left hip xray - limp. On (B)(6) 2013, dr " euflexxa" left knee inject. On (B)(6) 2013, 12 hours after euflexxa blood pressure spike 190/120 pulse 140, vomit, diarrhea, skin rash, itchy, eyes swollen shut. On (B)(6) 2013, ambulance to (B)(6) hosp 6 hrs - sent home bed rest. On (B)(6) 2013, ov dr (B)(6) primary. On (B)(6) 2013, orth dr. On (B)(6) 2013, ambulance to (B)(6)blood pressure, nausea. On (B)(6) 2013, orth dr. On (B)(6) 2013, (B)(6) in patient to. On (B)(6) 2013, stroke. On (B)(6) 2013 (B)(6) via ambulance - blood pressure sent by visit nurse. On (B)(6) 2013, dr. (B)(6) 2013, occup therapy. On (B)(6) 2013, physical therapy. On (B)(6) 2013, (B)(6). On (B)(6) 2013 hosp. - ortho doctor (B)(6) kenalof inject. On (B)(6) occup therapy, visit nurse, physical therapy. On (B)(6) 2013, dr (B)(6) (neuro). On (B)(6) 2013 - home health aid 25 hrs wkly to (B)(6) 2013 - present. On (B)(6) 2013 ortho doctor (B)(6) kenalog inject. On (B)(6) 2013 to present, water therapy 2x wkly (left knee). On (B)(6) 2013, (B)(6) special referred to. On (B)(6) 2014 dr. (B)(6) advanced pain consult, for rsd pain. Current rx medications and devices.